Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery was returned and revealed calcification on the leaflets. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. As the complaints for valve deployment and position interventional device interacts with pre-existing implantable devicey, valve deployment and position thv embolized into aorta and valve deployment and position deployed valve exhibits paravalvular leak were unable to be confirmed, a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: IFU, commander delivery system with s3/s3us/s3ur thv, device preparation manual and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for valve deployment and position interventional device interacts with pre-existing implantable device, valve deployment and position thv embolized into aorta and valve deployment and position deployed valve exhibits paravalvular leak were unable to be confirmed due to unavailable of relevant imagery and medical record. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported the patients valve annulus measured 850mm with bulky leaflet ca++. +2 ml was added to the inflation volume. After an uneventful deployment, the valve exhibited mild pvl and flow reversal in the aorta upon echo interrogation. The inflation device, balloon, sheath and valve of the first attempt were all normal and without defect. There was an attempt to plug the pvl with a 10mm vsd occluder device. While maneuvering with the occluder device, the catheter got stuck in the tavr valve dislodging the valve which then flipped in the ascending aorta. Emergent covered stent was placed inside the taver valve in the ascending. A second 29mm valve was deployed with +3 volume. For complaint, valve deployment and position deployed valve exhibits paravalvular leak, per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are several procedural and anatomical factors, which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, bulky leaflet calcification could have contributed to the formation of paravalvular leak channels due to irregular contact rendered between the thv and target site. In addition, the patient had a larger native annulus (area of native annulus size 850mm2) compared to recommendation thv sizing per IFU (540-683 mm2 for size 29mm thv), so the selected valve was under sizing. The under sized valve could lead to unseal of pvl skirt against to the target site, resulting in paravalvular leak. As such, available information suggests that patient factors (calcification) and/or procedural factors (undersized valve) may have contributed to the complaint event. For complaint, valve deployment and position - interventional device interacts with pre-existing implantable device, in this case, the exact occluder device was unknown, and relevant imagery was not provided, so a definitive root cause was unable to be determined at this time. For complaint, valve deployment and position - thv embolized into aorta, since the occluder device was stuck within the deployed valve, so the further device manipulation could lead to dislodge the deployed valve from the target site, resulting in embolized into aorta as reported. As such, available information suggests that procedural factors (interaction with non-ew device) may have contributed to the complaint event. Since no device problem which could have resulted in the complaint was identified affecting distributed product, no product risk assessment is required. Since no edwards defects were identified, no corrective or preventative actions are required.

Event description:
As reported, after an uneventful deployment, the valve exhibited mild pvl and flow reversal in the aorta upon echo interrogation. They attempted to plug the pvl with a 10mm vsd occluder device and while maneuvering with the occluder device, the catheter got stuck in the tavr valve, thereby dislodging the valve which then flipped in the ascending aorta. An emergent covered stent was placed inside the tavr valve in the ascending aorta and a second 29mm valve was deployed with +3 volume.

Manufacturer narrative:
Device remains in patient. Investigation is ongoing.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery was returned and revealed calcification on the leaflets. A device history record DHR review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. As the complaints for valve deployment and position interventional device interacts with pre-existing implantable devicey, valve deployment and position thv embolized into aorta and valve deployment and position deployed valve exhibits paravalvular leak were unable to be confirmed, a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use IFU was reviewed: IFU, commander delivery system with s3/s3us/s3ur thv, device preparation manual and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for valve deployment and position interventional device interacts with pre-existing implantable devicey, valve deployment and position thv embolized into aorta and valve deployment and position deployed valve exhibits paravalvular leak were unable to be confirmed due to unavailable of relevant imagery and medical record. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported the patients valve annulus measured ~850mm with bulky leaflet ca++. +2 ml was added to the inflation volume. After an uneventful deployment, the valve exhibited mild pvl and flow reversal in the aorta upon echo interrogation. The inflation device, balloon, sheath and valve of the first attempt were all normal and without defect. There was an attempt to plug the pvl with a 10mm vsd occluder device. While maneuvering with the occluder device, the catheter got stuck in the tavr valve dislodging the valve which then flipped in the ascending aorta. Emergent covered stent was placed inside the taver valve in the ascending. A second 29mm valve was deployed with +3 volume. For complaint valve deployment and position deployed valve exhibits paravalvular leak, per the instructions for use IFU, paravalvular leak pvl is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement tavr procedure. There are several procedural and anatomical factors, which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, bulky leaflet calcification could have contributed to the formation of paravalvular leak channels due to irregular contact rendered between the thv and target site. In addition, the patient had a larger native annulus area of native annulus size 850mm2 compared to recommendation thv sizing per IFU 540-683 mm2 for size 29mm thv, so the selected valve was under sizing. The under sized valve could lead to unseal of pvl skirt against to the target site, resulting in paravalvular leak. As such, available information suggests that patient factors calcification and/or procedural factors undersized valve may have contributed to the complaint event. For complaint, valve deployment and position - interventional device interacts with pre-existing implantable device in this case, the exact occluder device was unknown, and relevant imagery was not provided, so a definitive root cause was unable to be determined at this time. For complaint valve deployment and position - thv embolized into aorta since the occluder device was stuck within the deployed valve, so the further device manipulation could lead to dislodge the deployed valve from the target site, resulting in embolized into aorta as reported. As such, available information suggests that procedural factors interaction with non-ew device may have contributed to the complaint event. Since no device problem which could have resulted in the complaint was identified affecting distributed product, no product risk assessment is required. Since no edwards defects were identified, no corrective or preventative actions are required. In this case, the death was not caused by an edwards device malfunction, but was caused by the interaction of the pvl plug causing the valve to embolize and flip.

Event description:
Per additional information received from a care advocate, the patient passed away 6 days post procedure due to complications from the procedure; the patient was unable to adequately breath on his own and subsequently died